Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. During the procedure, the right ventricular lead was removed and replaced due to high capture thresholds. The capture thresholds had been gradually increasing for several years. The procedure was completed successfully and the patient was stable throughout. The patient would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.